Manufacturer narrative:
Device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found; no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -12.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.